Event description:
It was reported that an air pocket over the reference electrode produced large variations in the impedances since activation, having an impact in the patient's hearing benefit from the device. The situation improved a bit when using (B)(6), but worsened again when the patient got a flu. The patient reported pain in the middle ear at most comfortable levels (mcl's) when stimulating each of the electrodes. However, the patient never felt any discomfort when all electrodes are switched on in live mode. A revision surgery with a potential re-implantation is planned for (B)(6) 2014.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.